Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported during a procedure for premature ventricular contraction during pace mapping with a thermocool smarttouch sf catheter, the patient experienced cardiac tamponade/blood pressure increase treated with drainage. When the thermocool smarttouch sf catheter penetrated deep into the right ventricular outflow tract (rvot), the contact force (cf) value was displayed as high. Cardiac tamponade was confirmed, pericardial drainage was performed, and the procedure was terminated. As a result of the intervention (such as drainage), the blood pressure increased to 130 mmhg. Intracardiac hemorrhage was stopped using echocardiography, and the patient was moved from the catheter room for a CT scan. Regarding the patient's consciousness, it could not be assessed due to deep sedation. The physician assessment of the health hazard was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product (comments) was during pace mapping, when the thermocool smarttouch sf catheter penetrated deep into the rvot, there was a time when the cf value was 44 grams. It is possible that cardiac tamponade occurred at that time. Extended hospitalization. Method of cf monitoring was dashboard and vector. Coloring settings for visitag was tag index. Visitag additional filters was fot. Causal relationship with product was yes. No abnormalities observed prior/during use of the product. Clinical laboratory tests and results indicated that the patient was diagnosed with intracardiac accumulation through invasive blood pressure monitoring (40/20) and echocardiography. Additional information was received on 02-jun-2025. The physician¿s opinion on the cause of this adverse event was procedure related.

Manufacturer narrative:
During an internal review on 20-jun-2025, noted a correction to the 3500a initial under the d10. Concomitant medical products and therapy dates section as reported unk_smartablate pump and unk_smartablate generator; however, the product information was provided. Therefore, processed the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 07-jul-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 31301609l number, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).